Manufacturer narrative:
Additional details added.

Event description:
It was reported that embolization occurred. A left atrial appendage (laa) closure procedure was performed and a 27m watchman flx closure device was implanted. At routine follow-up 41 days post-implant, the closure device was discovered to have embolized. The patient was hemodynamically stable. The patient was transferred to surgery where the closure device was percutaneously explanted using a non-boston scientific grasping device. No complications were encountered during removal of the closure device. The patient is being kept overnight for observation with planned computed tomography (CT) of the aorta the following day to evaluate the aorta. It was further reported that the closure device had embolized to the aortic arch. The follow up CT scan was negative and the patient has been discharged.

Event description:
It was reported that embolization occurred. A left atrial appendage (laa) closure procedure was performed and a 27m watchman flx closure device was implanted. At routine follow-up 41 days post-implant, the closure device was discovered to have embolized. The patient was hemodynamically stable. The patient was transferred to surgery where the closure device was percutaneously explanted using a non-boston scientific grasping device. No complications were encountered during removal of the closure device. The patient is being kept overnight for observation with planned computed tomography of the aorta the following day to evaluate the aorta.